Event description:
Hm reported rv impedance out of range (less than 200 ohms). Hm also showed spike in threshold. Advised to bring patient in for follow-up testing and posturals. Lead remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.